Event description:
Patient had draining wound so I&d was performed and head and liner were exchanged.

Manufacturer narrative:
The following other hip devices were also listed in this report: v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# mltdmx; accolade c cs 132 nk; cat# 6058-0637d; lot# mmaa42; accolade distal spacer; cat# 1059-6715; lot# mlplnl; trident hemispherical cluster hole shell; cat# 502-11-54e; lot# 44576901; 6.5 cancellous bone screw 40mm; cat# 2030-6540-1; lot# mmmmkx; 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# mmndpp. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot or sterile lot.the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.

Event description:
Patient had draining wound so I&d was performed and head and liner were exchanged.